Event description:
Data review determined that high impedance was not detected on the device during the time period that high impedance was reported, indicating that the lead fracture was reported because it was assumed based on patient symptoms with stimulation. No further relevant information has been received to date.

Event description:
Clinic notes were received that reported that the vns stimulation had lately caused the patient pain, voice alteration and dysphagia. The patients pain has not subsided like it had previously after swiping the magnet. . The patient had increased neck pain and headache posterior with he on time from vns. They turned down the vns settings and he noticed a difference in these symptoms. Notes indicated that the patient had likely lead fracture occurring due to pain with on stimulus. Diagnostics in the notes from around the time that high impedance was reported to the manufacturer was within normal limits. The patient underwent a full revision of lead and generator prophylactically. Per the attending company representative, diagnostics were okay pre-operatively. Nothing unusual was noted regarding the lead during surgery. The explanted "products" were discarded. No further relevant information has been received to date.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿voice alteration¿ is not available.

Event description:
It was reported that high impedance was detected on the patient's generator. The patient reported that he was experiencing painful stimulation on the left side of his jaw described as similar to a toothache that occurs for 21 seconds day & night. The patient stated that the discomfort began about a month and a half prior when he used his magnet to help recover from a seizure. X-rays of the patient's vns were reviewed by the manufacturer but no cause of the high impedance could be visualized in the image. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.